Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint text, review of pressure monitoring log, a search for similar complaints, and a review of labeling. The customer reports using bd (becton dickinson) blood collection tubes. Based on information provided by the customer the did spin the specimen per the manufacturers tube sample preparation instructions. A review of the pressure monitoring log, a variance in sample pressures detected during the pump aspiration cycle. Based on the data, it appears that something interfered with the sample aspiration resulting in a lower sample volume than should have been aspirated. Although it is unknown what caused the sample aspiration to be affected. A review of tracking and trending did not identify an adverse trend for issue observed by the customer. No other similar complaints were identified with this reagent lot number. Labeling was reviewed and found to be adequate. Based on this investigation this appears to be a sample specific issue. Based on the available information no deficiency and no malfunction of the clinical chemistry bilirubin assay, reagent list number 06l45, lot 50497uq12, was identified.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed falsely decreased bilirubin results while using the clinical chemistry total bilirubin assay. The following data was provided (customer provided range 1.0-13.0 mg/dl): on (B)(6) 2017: sid l239016557 initial result 1.8 mg/dl, the physiciain questioned the low result and the specimen was centrifuged and retested using a second analyzer: 13.4 mg/dl. There has been no impact to patient management reported.